Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in-clinic for a follow up. Upon interrogation, it was revealed that the atrial lead exhibited far field r wave oversensing. The device was reprogrammed. The patient was asymptomatic and did not experience any adverse events.